Event description:
A low reading issue with the Abbott Diabetes Care (ADC) device was reported. The customer received a 24 mg/dL lower scan result on the ADC device compared to an unspecified reading obtained on the healthcare professional (HCP) Meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms such as loss of consciousness and was unable to self-treat. As a result, the customer was seen at the hospital and further reported receiving third-party treatment however, details of the treatment were not provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.